Event description:
The user experienced a sudden decrease in hearing performance with the device in (B)(6) 2019. The recipient_s family does not report any events that may have caused the problem, no trauma near the implant site or changes in the user's health or medication. There was no redness or swelling around the implant site. The user was re-implanted. Reportedly, at explantation, two or three damaged silicone parts of the housing were observed in a region not exposed to mechanical stress or pressure.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, a complete electrode insertion could not be achieved at implantation, with one channel being out of the cochlea. Other damages were reportedly observed on the device during the removal surgery. However, these damages could not be confirmed during device investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device started to decrease in (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user experienced a sudden decrease in hearing performance with the device in (B)(6) 2019. The recipient's family does not report any events that may have caused the problem, no trauma near the implant site or changes in the user's health or medication. There was no redness or swelling around the implant site. Re-implantation is considered, but no date has been scheduled yet.